Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. A supplemental emdr will be submitted, to document the results of the sample evaluation once completed. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. The subject device is returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the root cause for the issues experienced by the user are determined to be manufacturing related. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during an unknown procedure, the bard/davol hydrosurg irrigator device was used for about 30 seconds after which it was noted to leak irrigation fluid around the battery case and the fluid was hot. It was reported that after completion of the case when it was disconnected from the IV bag, suction fluid back flowed into the battery case. There was no reported patient injury.

Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. A supplemental emdr will be submitted, to document the results of the sample evaluation once completed.

Event description:
As reported, during an unknown procedure, the bard/davol hydrosurg irrigator device was used for about 30 seconds after which it was noted to leak irrigation fluid around the battery case and the fluid was hot. It was reported that after completion of the case when it was disconnected from the IV bag, suction fluid back flowed into the battery case. There was no reported patient injury.